Manufacturer narrative:
Meditrina followed up with the hospital representative, and it was reported that there were no aveta system components malfunction. The aveta controller (serial number (B)(6)), aveta coral hysteroscope, and aveta smol disposable resecting device which are components of the aveta system which were used in the case. The lot numbers were not provided for aveta coral hysteroscope and aveta smol disposable resecting device. The case event log was obtained from aveta controller (B)(6), and it was confirmed that the aveta devices and the aveta system performed as intended during the procedure. The weights and speed of the irrigation and waste fluids were continuously monitored and recorded, including at the time when new saline bags were added. At all times during procedure, fluid deficit was calculated and displayed. At one point during procedure (t = 4231), high fluid deficit alarm rate was triggered and 'message 2046 - fluid deficit rate >=300ml/min: check for cervical leak, check for possible perforation' was displayed on the monitor. The inflow pump was running very fast indicating potential cavity leak or device not in the cavity. The default fluid deficit limit was reached (default 750 ml) and 'message 2029- fluid deficit limit reached' was displayed on the screen indicating that deficit calculation was tracking correctly. Based on the irrigation and collected waste fluids weights indicated a 778 ml max fluid deficit at the end of the procedure. After that, irrigation pump was not running. The max fluid deficit of 778 ml is well below the acceptable limit of 2500 ml according to aagl. Therefore, it is determined that the aveta system performed as intended and the patient adverse event is not caused by aveta system malfunction. The patient was reported to be stable and discharged after 3 days of hospitalization.

Event description:
A hospital staff notified meditrina sales representative that they had a complication while using the aveta system. The staff informed that they think the doctor went through a false passage and perforated the uterus. Staff also informed that the patient was admitted to ICU following the case due to pulmonary edema.